Manufacturer narrative:
No data analysis was performed because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Previous investigation of strip lot 233708 from (B)(6) 2011 met precision criteria. Date: (B)(6) 2011; donor: 1, 1st inr: 2.9, 2nd inr: 2.9, 3rd inr: 3.0, mean: 2.93, sd: 0.06, %cv: 1.97; donor: 2, 1st inr: 2.1, 2nd inr: 2.1, 3rd inr: 2.1, mean: 2.1, sd: 0.00, %cv: 0.00. Since % cv is less than 20%, the results for inratio meter pass the criteria for precision. No further testing is required at this time. (B)(4). Action threshold has been reached. Since strip lot released, in-house therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending.

Event description:
Caller alleged imprecision with inratio meter. Pt confirmed had the meter for five years and never had issue before. Pt confirmed had no change in diet or medication.